Event description:
The customer reported that the system failed to boot to a usable state exhibited a non recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and associated connector were evaluated and replaced. The system was tested, found to be working as intended and returned to service.